Event description:
Baxter reported, "the patient's adaptor came off from the silicon tube of the transfer set." The date of how long the set was in use is unknown. There was no patient injury or medical intervention reported by baxter.